Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): device went into standby mode. Method: since the device remains implanted, the files from the programmer were reviewed. Results: the files showed the device switch could have resulted from an alteration of device memory date. As described in the labeling, standby mode is a safe mode of operation. Conclusions: there is no safety issue or specification related issue. The device can remain implanted with standard follow-up intervals. (B)(4). Conclusion: the root cause of changes in device memory could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip") due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. Normal behaviour was restored through a complete device re-initialization.

Event description:
Symphony is found in standby mode switch during last follow-up.